Event description:
The pt experienced pain at the connector site when implantable neurostimulator (ins) was in the "on" position and remained painful in the back area in the "off" position. It was noted that therapy was terminated and the ins was interrogated on (B)(6) 2011 and (B)(6) 2011 (no result reported). Open circuits were noted on the lead. At the pt's election, the ins and accompanying leads were explanted. Following the explant, the pt recovered without sequela. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. The ins output was measured at the cut distal end of the extension proximal segment. There was good stable output on multiple electrode pairs. Final device analysis of lead model #377845, serial # (B)(4) revealed that the distal end of the conductor was broken. The #0 wire was broken at the conductor crimp sleeve. Circuit #0 was open (broken wire). There were no shorts between circuits. The outer insulation was intact. The proximal end was connected to the extension and was not visually examined. Final device analysis of lead model #377845, serial #(B)(4) revealed no anomaly. There were no shorts between circuits and continuity was acceptable. Final device analysis of extension model #3708160, serial # (B)(4) revealed no significant anomalies. The body was cut through, the extension was segmented. The proximal segment was received connected to the ins. The distal segment was connected to the lead, covered with a boot. All three segments had acceptable continuity. There were no shorts between circuits. Final device analysis of extension model #3708160, serial # (B)(4) revealed no significant anomalies. The extension body was cut through, the extension was segmented. The distal end was connected to the lead, covered with a boot. All three segments had acceptable continuity. There were no shorts between circuits. Final device analysis of the anchor model #3550-39 revealed no anomaly.

Event description:
Additional information received reported that the stimulator was noted to be turned off when it was interrogated on (B)(6), 2011. The stimulator remained off when it was interrogated on (B)(6), 2011. The patient was unhappy with the stimulator because stimulation was painful.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.